Manufacturer narrative:
Evaluation results: (other)-a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusions can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a single piece toric silicone lens model aa4203tl and the pt's capsule tore with no damage to the lens. The surgeon removed the lens without enlarging incision and put in a three piece lens. No vitrectomy performed. The reporter stated that the pt had a pre-existing weak capsule and the surgeon didn't think the lens tore the capsule and that the capsule was too weak to support the lens. Patient also had diabetes.